Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged bottom enclosure was noted. The bottom enclosure was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in january 2009 and is 10 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. Following the service and repair, the platform was further tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions for 15 minutes and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform. (B)(4). The processor board was replaced to address this complaint.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No patient was involved.